Event description:
Reporter indicated a handheld vns computer "was just not working" during a pt office visit. The pt was able to be interrogated and programmed but the reporter would not elaborate on what problems were being experienced with the vns computer. All further attempts for info from the reporter have been unsuccessful to date.